Event description:
Customer reported the insulin pump alarmed button error and it won't respond. Customer's blood glucose was 48 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer reported her current blood glucose was 548 mg/dl, was going to treat with manual injections. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.